Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer reported blood glucose level was high on the continuous glucose monitor. Elevated bg was address by correction injection via manual injection and continued insulin delivery.